Event description:
It was reported that during generator change out, the ventricular lead exhibited low impedance. The lead was capped and replaced. There were no complications and the patients condition post procedure was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.